Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on 09/05/2025, the cgm alerted the patient when it displayed 70 mg/dl. The patient was asymptomatic and took a glucose tablet and drank two bottles of iced coffee. There was no mention if the patient checked their blood glucose values. Sometime after treatment, the cgm showed 50 mg/dl, the patient was unable to confirm the reading with a fingerstick test as they did not have test strips available. The patient went to the hospital, drinking another bottle of iced coffee on the way. In the ER, the patient¿s blood sugar was checked via fingerstick and measured at 170 mg/dl, the cgm at that time was not documented. The patient received 3 units of IV fluids and was monitored for 4¿5 hours. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.